Manufacturer narrative:
(B)(6). This information was received by baxter on a voluntary medwatch form, dated 01/02/2019, page 1 of 1, however, the medwatch number was not present on the form. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked from a hole in the center valve. This was identified while mixing the products in the clean room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between august 07, 2018 - august 08, 2018. The two actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the base of the spike port on both samples. The reported condition verified. The cause of the reported was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.